Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colorectal surgery, while inserting a permanent clip applier through the trocar, the seal disengaged and fell into the patient's cavity, this caused air to leak from the seal. The seal was removed by using a grasping instrument. A new device was used to complete the case. There was no injury.